Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat gastric varices using pod8s. During the procedure, the physician placed two pod coils, two pod packing coils (podjs) and seven ruby coils in the target vessel using a lantern delivery microcatheter (lantern). While inserting a pod8 into the lantern, the physician experienced resistance at the hub of the lantern and the pod8 would not advance any further; therefore, it was removed. It was also reported that the pod8 was inspected outside of the patient and the physician was unable to advance the pod8 out of its introducer sheath. Subsequently, the pusher assembly of the pod8 became fractured. The procedure was then completed using a new pod8, additional ruby coils and, the same lantern. There was no report of an adverse effect to the patient.